Manufacturer narrative:
The manufacturer previously reported the during the evaluation of the device at the third-party service center, the device failed a test step during testing. Third-party service center was able to replicate fault at circuit calibration and main board was replaced, device continued to fail at circuit calibration. Blower was replaced and fault was still present. The blower chassis plate and flow sensor were replaced, circuit calibration passed and all tests passed.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.